Event description:
The floppy tip of the guide wire separated when the doctor pulled the wire back through the needle. Due to the pt's condition of liver cancer, the doctor did not try to remove the broken piece. It was reported that the incident happened with the second wire during the procedure. No harm or injury reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv5 ruptured during filling. The device was filled with a solution of 5-fluorouracil and saline when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was returned to baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The root cause investigation is currently being performed under CAPA (B)(4). Batch review determined that a nonconformance report was documented for this lot; however the issue in the nonconformance report is not foreseeable to contribute to the reported / confirmed problem. A follow up report will be submitted if additional information becomes available.